Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels. The customer reported that the pump was functioning properly as insulin was exiting the tubing/cannula with solid drops. The customer declined tandem technical support's offer to troubleshoot. Upon follow up, the bg level had started to decline and the customer "got everything worked out".